Manufacturer narrative:
Device history record was reviewed. No anomaly was noted. All manufacturing operations have been completed and signed off. The reported complaint of connection problem was not confirmed. Visual inspection was performed, and the outer helix length was within specification and no anomalies were noted. The inner diameter of the button where the bullets on the tether interact was measured and found to be within specification. Further electrical analysis was performed, and the device exhibited normal device characteristics without any anomalies.

Event description:
It was reported that the patient presented during leadless pacemaker implant procedure. After the leadless pacemaker was placed in the patient's body, it was noted that the docking connection between the delivery catheter and device was unnaturally distorted. The delivery catheter and leadless pacemaker were removed. The device was re-docked but the distortion did not resolve. The initial set of the leadless pacemaker and delivery catheter was not used and the procedure was completed with a new delivery catheter and leadless pacemaker. There were no patient consequences.